Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2003405; medical device expiration date: 31-dec-2026; device manufacture date: 03-jan-2022; medical device lot #: 2003406; medical device expiration date: 31-dec-2026; device manufacture date: 03-jan-2022. Investigation summary: it was reported that the needles were clogged. To aid in the investigation, thirty-nine samples were provided to our quality team for investigation. Twenty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Eighteen samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot numbers 2003405 and 2003406. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2003405 and 2003406 experienced blockage during use. The following information was provided by the initial reporter: "4 of my kp sites in _______ are all experiencing problems with bd 25gx1" needles resulting in blockage... The issues have certainly not been resolved and continue to grow. With flu season in full swing, this is impacting clinics... Nurses have expelled air and a little fluid; either the syringe is really hard to depress or does not depress."